Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. A system check was performed and no issues were identified. Customer changed the pump supply and resumed insulin delivery. Customer¿s blood glucose was 159 mg/dl.